Event description:
It was reported that the patient implanted with the deep brain stimulation (dbs) system presented with elevated impedance readings. This led to increased difficulty and frequency in charging the implantable pulse generator (ipg) resulting in inadequate stimulation. The observed difficulties with ensuring adequate stimulation therapy with this dbs system resulted in the patient experiencing more frequent episodes of pre-implant symptoms, thus significantly limiting mobility. A revision procedure was subsequently performed, and the ipg was replaced. The patient tolerated the procedure well and demonstrated good postoperative recovery. The device was returned to boston scientific for physical analysis.

Manufacturer narrative:
Risk review: a risk review of the vercise genus r16 ipg kit was completed and confirmed that the event of stimulation inadequate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device technical analysis: the returned ipg was analyzed, and an x-ray revealed a device header feedthrough wire fracture. This fracture contributed to the elevated impedance measurements, as well as the increased difficulty and frequency of charging that resulted in the ineffectiveness of therapy and return of the patients pre-existing symptoms. Device history record (DHR): a review of the manufacturing records associated with this ipg indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Labeling review: a product labeling review confirmed that the device was used per the instructions for use (IFU). Additionally, the IFU list the following known risks associated with use of deep brain stimulation therapy: failure or malfunction of any of the device components or the battery, including but not limited to lead or lead extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, whether or not this requires explant and, or reimplantation, as well as loss of adequate stimulation, and return of dystonia and motor problem symptoms. Investigation conclusion: based on all available information, engineers concluded that the elevated impedance measurements and the increased difficulty and frequency of charging were caused by a device header feedthrough wire fracture, this compromised stimulation effectiveness, resulting in the return of the patients pre-existing symptoms. Although boston scientifics investigation found no evidence to indicate that the event was due to a manufacturing-related cause, the specific cause of the device header feedthrough wire fracture could not be established at this time. Boston scientific has initiated an investigation to further evaluate the device header feedthrough wire fracture.

Manufacturer narrative:
Block b3: date of event - approximately sometime this summer. Exact date is unknown.

Event description:
It was reported that the patient implanted with the deep brain stimulation (dbs) system presented with elevated impedance readings. This led to increased difficulty and frequency in charging the implantable pulse generator (ipg) resulting in inadequate stimulation. These issues coincided with a rise in freezing episodes, significantly impairing mobility. A revision procedure was performed where the ipg was replaced. The patient tolerated the procedure well and demonstrated good postoperative recovery.